Manufacturer narrative:
The actual complaint product was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported via a medwatch (mw5061370) letter that a patient used the lenses and experienced a toxic reaction (unspecified) to the eyes which included burning, throbbing pain, light sensitivity, blurred vision and ocular dryness. The consumer also selected "disability or permanent damage" when completing the medwatch form. Additional information has been requested but not yet received.